Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was between 46-112 mg/dl. Low bg was alleged to be due to the malfunction, as it caused the pump to cease alerts, resulting in customer not being made aware of decreasing bg levels in time to prevent the low. Low bg was addressed by consuming carbohydrates.